Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was affected, exceeding the meter's readable range and displaying as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections. The issue involved multiple occlusion events, and the customer consistently resolved them by resuming insulin.